Event description:
A customer reported a malfunction on their insulin pump, which displayed a specific malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump, assisted in the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.